Event description:
It was reported that the customer experienced repeated occlusion alerts on the ilet while using novolog despite two prior supply changes, and a subsequent dry run and guided change process did not reproduce the issue; the customer planned another full supply change with brand new infusion sets. Symptoms included impacted blood glucose. Outcomes included the need for troubleshooting and education. Investigation included guided dry run testing and instruction to replace supplies and insulin. Investigation of this case revealed an infusion set occlusion that was resolved after changing supplies, consistent with an infusion set issue affecting subcutaneous insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.